Event description:
Information received from article journal of neurosurgery jun 2012 / vol. 116 / no. 6 / pages 1258-1266 "panacea or problem: flow diverters in the treatment of symptomatic large or giant fusiform vertebrobasilar aneurysms." A retrospective review was performed on the prospective endovascular database at millard fillmore gates circle hospital and it was determined that 25 patients had been treated to date with the pipeline embolization device, either as a part of the pipeline for uncoilable or failed aneurysms study or subsequent to FDA approval of this device. All of the patients were routinely placed on aspirin and clopidogrel prior to the pipeline placement. Response testing to both medications was also performed. Among the 25 patients treated with pipeline, 6 patients had fusiform vertebrobasilar aneurysms. Out of these 6 patients, 5 of them had complications. Treatment of a giant fusiform holobasilar aneurysm measuring 17.5mm x 76mm located in the left vertebrobasilar artery. The mrs (modified rankin scale) = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). The patient presented with worsening headaches and underwent pipeline embolization treatment involving 5 pipelines (5.00mm x 30mm, qty. 1; 5.00mm x 20mm, qty. 4). The pipelines were placed from the distal ba (basilar artery) to the left va (vertebral artery). In addition, the patient underwent balloon test occlusion of the right va and subsequent coil sacrifice of that artery. Final imaging showed excellent reconstruction of the ba. On postoperative day 1, patient developed mild dysarthria and pronator drift of the right arm. A cranial CT (computed tomography) scan was performed and it was negative for hemorrhage. The mrs = 0 (no symptoms). The patient was placed on heparin for 48 hours, subsequently the symptoms resolved. The patient was discharged home without neurologic deficits.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model #: fa-77500-20 / lot#: not reported / dom: n/a / exp: n/a (qty. 4). (B)(4).